Manufacturer narrative:
Additional narrative: event date: unknown. Additional product codes for this report include hwc. (B)(4). Per facility, the complainant parts will not be returned for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a hardware removal procedure of an olecranon plate on (B)(6) 2015 due to loss of fixation, wound dehiscence, and lack of fracture healing. All hardware was successfully removed. The patient was not revised to another implant due to the surgeon¿s assessment of the patient¿s poor bone quality. There was no surgical delay or patient harm. The initial date of implant was on (B)(6) 2015. This report is 1 of 7 for (B)(4).